Manufacturer narrative:
This complaint was initially filed as an MDR reportable incident due to the allegation that the device failed to alarm properly. At the time of filing decision was due, there was no evaluation info available. Subsequent device evaluation reveals no operational discrepancies. The alarms were found to be operating to specification. No further action will be taken.

Event description:
It was reported that the suspect device failed to alarm appropriately. Death or injury did not occur as a result of the reported malfunction.